Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of loose attune rp tibial component. Patient did well for 1 1/2 years then developed classic start up pain in the knee. Bone scan lit up on the tibial component. Xrays showed radiolucent line around stem of tibial component. Revision surgery was performed. Poly was removed for exposure and #5 rp attune tibial component was found to be grossly loose. Tibia was replaced with #5 attune revision rp tray, 14x30 stem, and 29mm fully coated sleeve with 16mm rp stabilized poly. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination, however, provided radiographic images confirmed the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.